Event description:
Vascor medical ventricular lead functioned normally when pacemaker was assessed on 08/21/98 and showed no signs of impending failure. Resistances on the lead measured 1035-1086 ohms. Implant resistances measured 826 ohms on 02-11-97. She presented on 11-19-98 with total non-capture of the lead at maximum outputs in the bipolar mode. Resistances measured "low ohms". She has been experiencing shortness of breath with exertion. The lead will be surgically replaced due to sudden failure. Able to temporary capture in unipolar at high outputs - unipolar capture increased significantly to 5.4 volts at 0.6 msec.